Event description:
Customer reported that the insulin pump alarmed off no power and a motor communication error alarm. Troubleshoot could not be performed as the insulin pump was being looped between the two alarms every time the customer cleared it. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant off no power alarm and spi to motor pic communication error alarm loop during boot up. Displacement test, pump self-test, operating currents measurement, and off no power tests were not performed due to constant alarms in loop. Electronic stack was disassembled and reassembled and then device was monitored for a few weeks with no spi to motor pic communication error alarm noted. Spi to motor pic communication error and off no power alarms were isolated to electronic assembly. The device had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.